Event description:
It was reported the patient presented with atrial lead exhibited the under-sensing issue. No intervention was made. No other information was available.

Manufacturer narrative:
Further information was requested but was not received.